Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed at this time. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: no date provided.

Event description:
According to the available information, the patient experienced an infection post sacrocolpopexy (scp) and altis sling implantation. Patient came in septic with no apparent source but had changes on her CT consistent with infection. The infection wasn't at the altis sling site but adjacent to it. Patient had a prior scp, so allergy was not suspected. It was unknown if the infection was related to the sling. Patient ended up in the operating room (or) for drainage of a perirectal abscess. Doctor removed the sling as there was some concern on the CT that it might be involved. It was not clinically. Patient went back to the or following for debridement of what might be a necrotizing infection. It is believed that this is probably more to do with the patient's diabetes than anything else.